Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune type issue"), depression ("depression"), fatigue ("fatigue"), blepharospasm ("eyelid twitching") and weight fluctuation ("trouble with weight"). The patient was treated with surgery (laparoscopic tube removal). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, depression, fatigue, blepharospasm and weight fluctuation outcome was unknown. The reporter considered autoimmune disorder, blepharospasm, depression, fatigue, medical device removal and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: weight fluctuation, medical device removal, fatigue, depression, blepharospasm, autoimmune disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced autoimmune disorder ("autoimmune type issue"), depression ("depression"), fatigue ("fatigue") and blepharospasm ("eyelid twitching") and was found to have weight abnormal ("trouble with weight"). The patient was treated with surgery (laparoscopic tube removal). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder, depression, fatigue, blepharospasm and weight abnormal outcome was unknown. The reporter considered autoimmune disorder, blepharospasm, depression, fatigue, medical device removal and weight abnormal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: weight fluctuation, medical device removal, fatigue, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.